Event description:
In 2009, nurse reported pt switched from primary infusion device to backup infusion device approximately one month ago, due to high blood glucose readings while using the primary insulin device. On call back, nurse reported pt switched to backup infusion device because one evening, when she was trying to program a bolus, the infusion device did not respond to button presses. No information was provided on which button may have been affected. No further details regarding complaint could be obtained. Nurse reported pt is currently not on pump therapy. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.